Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. When the pump was plugged into a power source, the pump appeared to initiate charging. However, shortly thereafter, the pump would not charge. Reportedly, the pump has fully depleted and shut off several times due to the charging issue. Customer reported blood glucose level was 220 (mg/dl). Contact stated the customer would continue to use the pump until the replacement pump is received.